Event description:
It was reported that during a gastric bypass procedure, the device would not open. The device locked with gold reload inside. No contact with the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.the batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The device was loaded with a gold cartridge and would not open? The device was not on tissue? Were they closing the device after loading to put the device in the trocar and the device would not open? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.